Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic lung cancer resection procedure. The device did not fire. No patient injury has been noted.